Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also noted that the ipg stopped charging and would turn off. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was kept by the medical facility.